Manufacturer narrative:
The positioning sensor unit (psu) to polaris spectra system control unit (scu) communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) to in/out hub cable, the hub and the usb communication cables were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect universal serial bus (usb) communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The io hub was returned to the manufacturer for analysis. The hub was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera for the navigation system was cycling power. There was no patient present when this issue was identified. No additional information was provided.